Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that even while the mask was still in use, a 1202 "proximal pressure line disconnect" alarm error occurred frequently. The device was in use on a patient at the time the reported issue was discovered and kept operating; however, there was no reported harm to the patient or user. The device was swapped out with another ventilator. There was no reported delay in therapy or medical intervention. The patient circuit was replaced, and the device was no longer alarming; however, approximately 3 hours later, the proximal line disconnect alarm occurred again. A sales representative went onsite to evaluate the device, and after testing the device with a test lung, the sales representative could not reproduce the reported issue. As a precaution, the device was replaced with another ventilator per the customer's request. The investigation is ongoing.

Manufacturer narrative:
The field service technician inspected the device, confirmed that software version 3.20 was installed, cleaned the device, and performed running and functional tests; the field service technician ultimately did not discover any malfunction or abnormalities. Although the 1202 error code was logged in the event log, the field service technician could not reproduce the error message during a running test. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.